Event description:
Further information revealed this device was replaced for normal end of life.

Event description:
Approximately six years later, this device was received at the post market quality assurance laboratory without further allegations.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded this device met specification.

Manufacturer narrative:
(B)(4). Upon completion of the analysis, this event will be updated.